Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, customer called to report they experienced a device short study. Per technical support, lmi to site and confirmed the study was short. Customer stated a repeat procedure will be done, physician also confirmed placement of capsule after capsule had been placed.

Manufacturer narrative:
Investigation summary: it was reported that one bravo ph capsule failed to attach from the delivery device onto the patient's esophagus. One bravo ph capsule delivery device and one capsule were received for investigation. The capsule was not attached to the delivery device. Visual inspection did not reveal any damage, and appears to have functioned within specification. Functional testing could not be performed because this is a single use device and once the capsule is delivered it cannot be functionally tested. Investigation conclusion for the failure to attach could not be reliably determined. Additionally, a review of the device history record was performed and indicates that the product was released meeting finished product specifications. If information is provided in the future, a supplemental report will be issued.